Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is not accepting the batteries. The customer stated that she changed the battery and it did not work; she changed it again and received an unexpected restart alarm. The alarm history showed a bad battery alarm, external ram error alarm and unexpected restart alarm. Customer stated that a temporary basal was not programmed before the unexpected restart alarm and the insulin pump was not stored or not in use for an extended period of time. The customer also mentioned that the device felt hot the day prior. The customer was advised to perform rewind and program a bolus into the air; bolus amount was recorded in the bolus history. At the end of the troubleshooting; the customer reported that the buttons were not responding. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product